Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). However, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. The reported phenomenon was not reproduced. The endoscopic image was noisy. The fog free function error e104 was displayed on the monitor. The angulation was insufficient due to the elongation of the angle wire. The blade of the bending tube was cut due to an external factor. Due to external factors, the bending section rubber, control section, grip unit, right / left plate, endoscope cover, video connector, light guide connector, light guide cover glass, and video connector case were scratched. The adhesive of the bending section rubber was chipped. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the scope error e218 occurred. Error code e218 means that the endoscope is damaged. There was no report of patient injury associated with the event.